Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es was not powering on. The customer stated that this malfunction occurred while dispensing the medication and they were unable to access the medication, which caused a delay to the patient care. There were no adverse events or injuries reported due to this event.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es was not powering on. The customer stated that this malfunction occurred while dispensing the medication and they were unable to access the medication, which caused a delay to the patient care. There were no adverse events or injuries reported due to this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section d unique identifier (UDI) . A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (b)was performed from the date of manufacture, 27-feb-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlate to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had a drawer failure. The field service engineer discovered that the tool indicated there were no cubie pockets in the drawer. A fse shut down the device and replaced the drawer board, subsequently rebooting the device. Row board a had failed to release cubie pocket a2 and required replacement, so a fse replaced the defective row board a in half height cubie drawer 4.2. After shutting down the device, a fse replaced the row board with one from depot surplus and rebooted the device. It was verified that the half height cubie drawer was functioning properly. The customer was able to recover and inventory the drawer. The system functioned as intended after the field service engineer repaired the device.